Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the device could not be repaired. The device was returned unrepaired to the customer per their request. The customer was warned that the device can no longer be used.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would fail to deliver shock. There was no patient use associated with the reported event.

Manufacturer narrative:
It was determined that the cause of the issue was failed/faulty analog pcba and digital pcba.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would fail to deliver shock. There was no patient use associated with the reported event.